Manufacturer narrative:
A ge service rep performed an onsite investigation. The fiber optic cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system failed to generate exposures attributed to communication failure error messages. There was no reports of pt injury or death associated with this event.